Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that their symptoms were not as bad when they got their stimulator implanted, but they still continued to experience leakage and emptying issues with their bladder. Patient stated they had a surgery done in (B)(6) that lifted their bladder. Patient stated they felt like their bladder emptied, but when they pressed on their bladder, more came out. Patient stated they spoke with their healthcare provider who said they should double void and push on their bladder. Patient stated they were on program 3, but was leaking more, so they had their program changed to 4 at 1.3v and it was working really well. However, the patient stated they were still leaking. Patient was advised to review any directions previously provided by their healthcare provider. Patient was redirected to their healthcare provider if the problems did not resolve and to discuss symptoms and programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare provider reported that the patient had a visit in (B)(6) to discuss their leaking, they were reprogrammed at this time. The healthcare provider had not heard anything from them since.